Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. Data was returned for evaluation. Loss of connection was confirmed. The root cause was determined to be the transmitter and app were unable to establish a connection.